Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope's image was foggy and blurred. The issue occurred during reprocessing in preparation for a gastroscopy procedure that was completed using a similar device. The patient was not under anesthesia and was not a procedural delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we presume from the following investigation results that the event occurred by breakage of image sensor unit or scope connector. However, we could not specify the cause. Olympus will continue to monitor field performance for this device.